Event description:
A crna reported medication was still flowing from an alaris IV pump when the safety clamp was opened. The bd alaris pump infusion tubing was removed from inventory. We obtained new tubing (bd alaris infusion set ref 2426-0007) and another crna had medication flowing from the IV pump when the safety clamp was opened. Upon review with risk management, anesthesia, pharmacy, materials management, biomedical- we believe the white latches on the alaris IV pump channel are not closing correctly. To avoid harm, you must follow the warning label on the tubing and ensure tubing is clamped before opening the channel door. Need to assess replace the white latch on the channels. Ref report: mw5160449.